Manufacturer narrative:
Based on the available information, the device failed the operational test due to a therapy delivery failure. Upon checking the system, a capacitance failure was confirmed. The capacitance was replaced with a new dfm100 assy capacitance, which resolved the issue, and the device passed the operational test. The device's function has been checked and is normal; the system has been returned to service and no further evaluation is warranted at this time.

Manufacturer narrative:
(B)(6) . A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had capacitance failure. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.